Event description:
It was reported that the user experienced a post-meal hypoglycemic event while using the ilet bionic pancreas; the pump alerted, the user consumed a starbucks bottled beverage containing approximately 34 grams of carbohydrates, and glucose returned to range, with the lowest recorded sensor glucose of 73 mg/dl. Symptoms included dizziness, diaphoresis, and shaking, consistent with the user¿s typical hypoglycemia awareness near 80 mg/dl. Outcomes included an unexpected medical intervention in the form of oral carbohydrate intake. Troubleshooting and education were completed, and the user stated understanding of treatment recommendations while preferring his usual approach due to lack of observed post-treatment hyperglycemia. Investigation included communication with the user and analysis of information provided by the user and available logs. Investigation of this case revealed no device findings and insufficient information regarding a specific device component, with the medical device problem not established due to limited details. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.